Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that during procedure , impedance over 4000ohm, electrode need to changed. Issue resolved. Cause unknown.

Manufacturer narrative:
H3: the returned lead was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the outer insulation was separated in the body of the lead; consistent with explant damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient's doctor provided a detailed summary. In the detailed summary, it was noted that "preoperative antibiotic with unacide 3g i.v. Time out, anesthesia with short-acting relaxant, padded prone position, sterile covering. Careful measurement of the landmarks and recording of neuroforamina s3 and s4, x-ray fluoroscopy in the exact lateral beam path for position and depth control. Piercing the needly electrodes on both sides of s3, continuous testing until we get a good answer. Best response to neuroforamen s3 left - very good specific response motor threshold 0.7ma. Then photo documentation of the position of the electrodes. Then the implantation of the tined lead electrodes MRI-capable system (surescan), curved stylet: incision 1cm in the direction of the pocket, preparation along the needle of the stylet is removed, guidewire to the mark on the resistance. Insertion of the trocar to the mark on the ventral cortex of the sacrum. Insert the 28mm tined-lead electrode to the first mark. No motor response. The x-ray inspection shows a perfect position. Retraction of the sleeve and repeated testing without a motor response. Since the missing answer is inexplicable, the impedance measurement of the electrode is carried out, which shows an error message. Decision to explant the electrode. To do this, a clamp is clamped deep to the electrode and it is completely removed. Now the same procedure with finally very good motor response at the poles p0 - p2. See retraction and release of barbs, ro control and re-test flawlessly. Forming a pocket ipsilaterally under the iliac crest, at the previously marked location. Pull through the electrode with tunneler, screw in the extension after rinsing with aqua. The extension is impaled with the tunneler to cranial, a good 15cm distance. Subcutaneous suture, intradermal suture, bandage. Connecting the temporary pacemaker and first adjustment." The rep also indicated that the patient was implanted for over-active bladder (oab).